Event description:
Via spontaneous call, pt reports that the last shipment of cleo tubing that was sent was defective. She had a hard time opening and removing the disk. She stated that the disk would not slide open. She thinks the lot number might be 8507 or 8564. Advised pt to hold on to the defective tubing in case MFR requests return. No other info known. Did the pt have a backup device they were able to switch to? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.